Event description:
It was reported that the patient experienced stimulation, pain and discomfort around the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient experienced the sensations only when the scs was on. The patients system was optimized however the issue persisted. The physician felt that it could be a technical issue with the ipg causing the feeling around the ipg pocket site, and wanted to give the possibility to the patient. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively.

Manufacturer narrative:
Investigation summary: based on the available information (in the absence of the product return), boston scientific has determined that the reported event of ipg site pain is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation as documented in the instructions for use (IFU). Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was returned, passed visual inspection without any observable anomalies. The device successfully completed a full four hour charge cycle and passed all functional and internal electrical testing. No performance issues were identified. Labeling review: a product labeling review identified that the device was used per the IFU/ product label. Per the IFU, possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include persistent pain at the ipg site and undesired sensations. Investigation conclusion: the returned ipg was analyzed and passed all tests performed. Engineers concluded that the reported allegation of pain at the ipg pocket site is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU).

Event description:
It was reported that the patient experienced stimulation, pain and discomfort around the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient experienced the sensations only when the scs was on. The patients system was optimized however the issue persisted. The physician felt that it could be a technical issue with the ipg causing the feeling around the ipg pocket site, and wanted to give the possibility to the patient. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively.